Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 5: reference MFR. Report#: 1627487-2017-03747, reference MFR. Report#: 1627487-2017-03748, reference MFR. Report#: 1627487-2017-03750, reference MFR. Report#: 1627487-2017-03751. It was reported the patient was admitted to the hospital for infection. The patient also had a fever and was treated with oral and IV antibiotics. On (B)(6) 2017, the patient underwent surgical intervention wherein her entire scs system was explanted.

Event description:
Device 3 of 5, reference MFR. Report#: 1627487-2017-03747. Reference MFR. Report#: 1627487-2017-03748. Reference MFR. Report#: 1627487-2017-03750. Reference MFR. Report#: 1627487-2017-03751. Follow-up information revealed the patient's infection has resolved.